Event description:
It was reported that the patient presented with high voltage lead impedance out of range. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.